Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient did not like the size of the implantable pulse generator (ipg). The non-rechargeable ipg was replaced with a rechargeable device and the patient was doing well postoperatively. The explanted device was kept by the medical facility. No further information has been obtained despite good faith efforts.